Event description:
The patient had several falls. All bipolar electrode combinations except case-1, case-3 and 1-3 had impedances greater than 2000 ohms with a current less than 7 microamperes. The hcp programmed the device to case+, 3-. The hcp planned to do x-rays. No patient symptoms were reported. The deep brain stimulator was located in the patient's abdomen. Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178200806024.